Manufacturer narrative:
Model number/catalog number: 72400098, serial number: (B)(4), batch/lot number: 479462011, model/catalog description: control pump fgs. Model number/catalog number: 72404131, serial number: (B)(4), batch/lot number: 876062003, model/catalog description: belt cuff fgs 4.5 cm iz.

Event description:
It was reported that the patient has the artificial urinary sphincter removed due to fluid loss in an unknown location of the device. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. The patient outcome was reported as "great."